Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Patient was in hospital due to titration period and it was reported on (B)(6) 2019, the patient experienced high fever and on (B)(6) 2019 the patient experienced increased crp level. The patient was treated with paracetamol IV and unknown antibiotics. High fever and crp elevation was improved and he was discharged from the hospital.

Manufacturer narrative:
Reference record (B)(4). Event: additional information.

Event description:
An unknown antibiotic 2x1 intravenously was used for the treatment of the increased crp level. Adverse events of high fever and increased crp level were recovered on unknown date.

Manufacturer narrative:
The following statement in initial MDR should be removed: " device not returning, I just say the device involved in the event was not returned; therefore a return sample evaluation was not/is unable to be performed."